Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ins was pushing on the spine, was hurting, and was painful to the touch. The healthcare professional (hcp) said the pain would go away. The patient reported during the trial they were getting 60% relief on the back and 90% relief on the right leg. Since implant their back was worse and they were getting 75% on the leg. The patient stated they spoke with a manufacturer representative (rep) who said they would send an email to the nurse but the patient had not heard back. The patient was redirected to an hcp. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the hcp wanted to remove the ins because it was placed on top of the spinous process. No further complications were reported.

Manufacturer narrative:
Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the product was removed, stimulator ins, 2 anchors, and 2 percutaneous leads. No further complications were reported.